Manufacturer narrative:
The field service engineer checked the vacuum nozzle and it worked as expected. No abnormalities were found when priming the ise, during performance of an ise check, or during operation. The ground cable was removed and scratched in order to improve conductivity. The analyzer visually appeared to have a lot of corrosion and dirt due to past spills. A circuit board was replaced. Over 100 patient samples were tested and no alarms were issued. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they had an issue with a dilution vessel not emptying on the cobas 8000 ise module. Due to this issue, 200 patient samples had questionable results for ise indirect na for gen.2. The samples were repeated and corrected reports were issued for all 200 samples. Of the 200 samples, 32 had discrepant na results. Incorrect results from these samples were reported outside of the laboratory. No adverse events were alleged to have occurred with the patients. The na electrode lot number was n09.